Manufacturer narrative:
This product was reported in error and is a duplicate report of (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During the warehouse instrument verification it was noticed the instrument broke. The plastic protector disassociated from the torque wrench.